Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that subsequent testing duplicated the reported malfunction and no ECG signal was obtained. Complainant did not indicate that there was any adverse effects tot he patient due to the reported malfunction. Please refer to medwatch 1220908-2014-01008 for a similar report with the same device, not a patient.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.